Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker informed the customer the device needs to be taken out of service and scrapped. The device remained with the customer for them to scrap the device. The cause of the reported issue could not be determined. H3 other text: device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.